Event description:
Per the audiologist, in 2008, the pt presented with swelling and pain ( when pressed on) of the implant site. The pt was treated with keflex and advised to discontinue using the device until the swelling had resolved. On three days later, the site had opened and was draining fluids. Unable to "pack" the wound due to the wound size. The drainage was cultured and the pt's antibiotic changed to omnicef. On five days later, the pt was admitted to the or and the wound was cleaned and another culture taken. The pt was started on IV vancomycin. On the next day, the pt was showing improvement and remained on vancomycin for the remainder of the hospital stay. Both culture reports were positive for staph aureus and coagulase negative staph. The pt was prescribed keflex and rifampin when discharged from the hospital. On nine days later, the wound started to "seep" a second time. A culture taken at this time was clear of any bacterial growth. Keflex was discontinued and the pt was started on zyviox and continued with the rifampin. On that day, the infection had improved, but the pt's skin flap at the implant site was thinning exposing the device. A cream was prescribed to apply to the site twice a day. On the following month, the pt underwent a revision surgery for the skin flap and the device was left in place. Reportedly, the pt is doing well.

Manufacturer narrative:
This type of event is addressed in the device labeling.